Manufacturer narrative:
During a coil embolization procedure, the orbit mini complex fill 3.5x7.5 coil ((B)(4)) stretched during placement in the aneurysm. No adverse occurred due to the event. After the event, the coil and delivery systems were removed from the patient without any issues. There is no information available regarding the aneurysm or vessel characteristics. An adequate continuous flush was maintained through the echelon 10 str microcatheter (mc) at all times, and the same mc was utilized to complete the procedure. The mc was not re-shaped prior to use. No resistance occurred when the coil was inserted in the mc or any other time, and no kinks were noted in the mc that may have contributed to the event. No balloon or stent remodeling product was used during the procedure. During repositioning, the coil was not left in the aneurysm, while the mc was repositioned. During insertion or any other time, no resistance was met. The procedure was completed with similar product. No further information was provided. One non-sterile trufill dcs orbit was received coiled in a plastic bag; the hypotube was found kinked and bent. The support coil was found kinked; no other anomalies were noted. Note: the introducer was not received for analysis. Embolic coil and gripper were inspected under the microscope, embolic coil was found stretched while the gripper presented no damage; no other anomalies were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. With review of the analysis and the device history records there is no indication of any manufacturing defect or anomaly contributing to the event. It is possible that clinical/procedural factors or handling may have contributed to the stretching of the coil; however, based on the available information there are no identified contributing factors. Therefore, no conclusion can be made. The records indicated that the product met specification prior to shipment; additionally inspections are in place to prevent these types of damages leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
During a coil embolization procedure, the orbit mini complex fill 3.5x7.5 coil (637mf3575/ 15358296) stretched. No adverse occurred due to the event.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15358296 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. The product will be returned for analysis, and additional information will be submitted within 30 days of receipt.